Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a gastroscopy procedure on (B)(6) 2026 for treatment of bleeding. During the procedure, the resolution 360 ultra clip would not come off of the catheter when the nurse released the clip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.